Event description:
It was reported that a spectrum infusion pump had a door not fully latched error. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the "door not fully latched error." The eval found the force required to close the door was above expected levels and if not applied, the pump would go into a door not fully latched alarm. The door hooks and latch pins were replaced to correct this condition.